Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the hypoattenuation leaflet thickening (halt) resolved approximately 5 months following onset.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 15 days following the implant of this transcatheter bioprosthetic pulmonary valve, computed tomography (CT) findings showed severe (>75%) hypoattenuated leaflet thickening (halt) of the left-posterior-facing leaflet with severe hypoattenuation-affected motion (ham). There was milder (25¿50%) halt involving the entirety of the anterior-facing leaflet with moderate ham. No leaflet calcifications were observed. One day following, the patient was started on apixaban. The halt was noted as not being resolved. Per the physician, the event was related to the valve. No additional adverse patient effects were reported.